Event description:
It was reported that pt underwent total knee arthroplasty in 2003. Pt was revised in 2004 utilizing competitor product and palacos bone cement due to femoral component loosening.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. Corrective action initiated to address late submission.